Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the sensor needle was fractured while in the body. The customer¿s blood glucose was 156 mg/dl at the time of the incident. Customer stated there was blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm needle anomaly due to customer did not return insertion needle only sensor. Unable to confirm adhesive anomaly on opened/used sensor..